Event description:
It was reported that the zimmer air dermatome ii handpiece was not working properly. It rattled and it did not make a clean cut. The reported issue occurred during surgery. The customer clarified that the first graft harvest was of poor quality, but was partially usable. A second graft harvest was taken from the patient and was also of poor quality. The customer felt that the cosmetics of the donor site were also less than ideal. An alternate device was not retrieved for use and there was no reported delay.

Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.